Manufacturer narrative:
This report is submitted on december 15, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown at magnet site (B)(6) 2016, however the issue could not be resolved; subsequently the patient was administered oral antibiotics (duration not reported).